Manufacturer narrative:
(B)(4): results: visual inspection of the returned product found the lens optic torn, with pieces torn off and missing. There was evidence of clear surgical residue. Conclusions (other): based on the complaint history and the evaluation of the returned product, possible root causes for lens tears include both delivery system issues and handling errors by the customer. Investigation of the root causes of lens tears were addressed in the CAPA opened in june 2005 (which was subsequently closed). The CAPA addressed delivery system issues including all stages of manufacturing of the injectors and cartridges. Processes were reviewed and revised as opportunities for improvement were revealed. The CAPA also addressed handling errors. All injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper that are effective, and minimize the potential for damaging the lens. (B)(4).

Event description:
The reporter stated the surgeon inserted an aq2015a silicon aspheric three piece lens and the lens was torn. The lens was cut out of the eye to remove with no pt injury, no sutures required. Additional information has been requested, but none has been forthcoming. If additional information is rec'd, a supplemental medwatch report will be submitted.